Event description:
I started to have extreme joint and muscle pain. The pain is in my neck, shoulders and upper arms, hips, knees, elbows, hands and feet. Was diagnosed with psoriatic arthritis in (B)(6) after extensive blood work and xrays by my rheumatologist. I was diagnosed with microscopic colitis during a colonoscopy by my gastroenterologist in 2017. I also have raynauds syndrome. I also have fatigue and brain fog, dry eye, throat clearing, redness and warm knees, placque psoriasis of scalp, ulcers in mouth. FDA safety report ID # (B)(4).